Event description:
During product evaluation, a baxter service technician discovered a colleague infusion pump with failure code 403:317:864:0000 which interrupted delivery during testing. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition as failure code 403:317:864:0000 . The root cause was determined to be an inoperable user interface module printed circuit board. The baxter repair technician replaced the user interface module to resolve this issue. A follow up report will be submitted if additional information becomes available.